Event description:
Additional information reported there was a proactive battery replacement. There were impedances greater than 4000 ohms noted. The device was replaced and the event was considered resolved without sequelae.

Event description:
It was reported by the hcp that seven out of ten electrode impedance pairs were above 4,000 ohms. The only pairs within normal limits were c/1, c/2, and 1/2. Three programs at these settings were created for the patient, and the patient was feeling stimulation in the bicycle seat area. It was noted that one year ago high impedance was present on a few contacts, but not all (see MFR. Rep. # 3004209178-2011-01816).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Continued from concomitant medical products: lead model 3093-33 lot# v381109 implanted: (B)(6) 2010 explanted: na; programmer model 3037 serial# (B)(4).